Event description:
Related manufacturer reference number: 2017865-2021-30137; related manufacturer reference number: 2017865-2021-30139. It was reported that the patient presented for routine device implant. Upon connecting the right ventricular (rv) lead to the can, poor r wave sensing was overserved. The physician made several unsuccessful attempts to reposition the lead. A new rv lead was requested. While the physician attempted to fix the rv lead, the ventricle was perforated, and the left ventricular (lv) lead became dislodged. Pericardiocentesis was performed and the patient was stabilized. The physician elected to reposition the lv lead and not place an rv lead. However, he was unable to advance the guidewire through the lv lead. A new lv lead was successfully placed. The patient was in stable condition.